Event description:
It was reported that the cassette supply line became separated from the supply bag. The event occurred during dwell two of five on the homechoice. The technical service representative assisted the patient to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.